Event description:
It was reported that the micl12.6 implantable collamer lens tore as the surgeon inserted it into the eye. The lens was removed without any patient injury and the back up lens was successfully implanted without any patient injury. The reporter stated the incident was likely due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in liquid and the corner of the haptic was torn. The laf card was attached with the patient information. (B)(4).

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order.